Manufacturer narrative:
The customer's complaint was confirmed during the in-house testing, as the transmitter, the qc rig, and the sensor were not able to communicate at all. This indicates a potential damage to asic as root cause of the issue. No further investigation is possible for this sensor. Transmitter passed all tests and no problem found with the transmitter.

Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 16 february 2020, senseonics was made aware of an instance where patient experienced frequent no sensor detected alerts leading to sensor removal and replacement.